Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient was hospitalized for a high blood glucose of 620 mg/dl. He was removed from the insulin pump and treated via insulin drip IV. Prior to the hospitalization, the customer woke up with a blood glucose of 550 mg/dl; he treated via insulin pump bolus but an hour later his blood glucose exceeded 600 mg/dl, so he went to the ER. He was currently in the ICU. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The nurse declined to check the device settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.